Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: (B)(4). Selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: a piece of about 6mm length is broken off from the drill bit and was not returned. The breakage occurred at the crossover from the flutes to the shaft. Otherwise is the drill bit in a good condition without visible damages. Dimensional inspection: without the missing piece and as the breakage occurred at the crossover not all relevant dimensions can be verified anymore. Drawing/specification review: drawing was reviewed to verify the dimensions and the material of the drill bit. The review of the manufacturing documents has shown that the dimensions were within the specification and that with 1.4112 stainless steel the correct material was used. Investigation conclusion: the complaint is confirmed as the drill bit is broken as complained. In total (B)(4) pieces of the unsterile lot f-21002 were manufactured and we are not aware of any other complaint for this lot, including the sterile lot number which were made out of this unsterile lot (2l74225 / 3l07230 / 4l11560 / 5l46530). This and the findings above let us exclude a manufacturing related issue. Based on the provided information and without the broken piece we are not able to determine the exact cause of this breakage. We can only assume that a mechanical overload during use, for example too much lateral stress or a strong contact with the plate, did lead to this occurrence. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: steril - part, part: 316.448s, lot: 3l07230, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: jan 22, 2019, expiry date: jan 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified unsterile-part: part: 316.448, lot: f-21002, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: sept 12, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procodes dzi, erl, hbe. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a genioplasty procedure on (B)(6) 2019 a drill bit broke while drilling into the chin bone. The fragment was not able to be removed. The hole was deep enough for a screw to be implanted over the drill bit fragment and the plate secured. It is unknown if surgical delay occurred. Procedure was completed successfully with the new chin plate in place. This is report 1 of 1 for (B)(4).